Manufacturer narrative:
Conclusion: the report event of high impedances was confirmed. As received, the returned lead found some kinks on the outer tubing and all internal wires being broken 7.5 cm from stim end segment. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Was reported the patient is not receiving effective therapy due to high impedances. As such, the lead was explanted and replaced to address the issue. Reportedly, therapy was restored.